Event description:
Patient had an intraosseous line placed by ems in the right lower extremity and developed compartment syndrome. This required an emergent fasciotomy the night of admission and then a follow-up irrigation and closure of the fasciotomies. He is being followed by orthopedics. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.